Event description:
It was reported the pt stopped charging her scs ipg. The ipg is inoperable and no longer communicates with external devices. Follow up identified the pt had her scs ipg replaced with a new one on (B)(6) 2014. Effective stimulation therapy was reportedly restored postoperative.

Manufacturer narrative:
This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.